Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue. Troubleshooting found that the battery voltage was low in one tray of batteries. To resolve the issue, the batteries in the tray were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not start up properly. It was reported that the battery indicator showed low voltage messages. The customer stated that the imaging system was not connected to an outlet. No additional information was provided. There was no patient present when this issue was identified.